Event description:
On 12-dec-2025, a company representative - service personnel contacted technical service to report that ob/gyn stretcher frame (product code p8050h000208, serial number (B)(6)), the brakes were not holding. This occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the brakes and casters. Per the baxter service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Apply the brake and make sure the stretcher does not move. If there is movement, look at the brake components for wear. Apply the steer, and make sure the stretcher steers correctly. Look at the steer components for wear. Put the stretcher in neutral. Make sure all four casters rotate and roll freely. Adjust or replace components if necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in jan 30, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue. The bed functioned as designed. However, if the reported event of a brakes not holding were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.